Manufacturer narrative:
Based on the returned product evaluation, no deflation issue was noted. However, the balloon was unable to re-wrap fully, which resulted in a larger balloon profile at the distal portion of the balloon. A larger balloon profile would cause difficulty retracting the device into the guide catheter, but recurrence of this malfunction does not result in patient injury. The angiosculpt device was returned for evaluation. Visual inspection found the balloon had been inflated, but did not appear partially inflated. In addition, the exit port was lacerated. During functional testing, the balloon was inflated/deflated multiple times with no deflation issues noted. The balloon was able to deflate within the time specification, however the distal portion of the balloon did not re-wrap fully, resulting in a larger balloon profile. The re-wrap issue is not a reportable malfunction of the device.

Manufacturer narrative:
The patient's gender, dob, age at time of event, or weight are unknown. This information was not available from the facility. The angiosculpt device was unable to fully deflate. Recurrence of the malfunction could result in a vessel obstruction or possible myocardial infarction. No patient injury. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt device is available for evaluation, but has not yet been returned. Report source: foreign- (B)(6). The angiosculpt device has not yet been returned, thus product investigation will be completed upon receipt.

Event description:
The angiosculpt device was unable to deflate completely after the first inflation. The balloon was carefully removed from inside the patient's body. No patient injury occurred.